Manufacturer narrative:
Investigation evaluation: the two products said to be involved were returned in a white plastic bag. Provided with the return was two open pouches from the lot number provided in the report. The labels match the products returned. Device #1: our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating has split, and the core wire was exposed approximately 4.5cm to 5.3cm from the distal end. Another section of the core wire is exposed at 26.6cm to 26.8cm from the distal end where the coating appears to have split and partially socked over. No portion of the coating appears to be missing. A lab meeting was held with manufacturing engineering and production leadership on 09/26/2023. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. Device #2: our laboratory evaluation of the product said to be involved confirmed the report. The device returned reinserted into the racetrack. There is wire guide coating damage near the distal end. A section of the coating has peeled, and the core wire was exposed approximately 16.9cm to 26.7cm from the distal end. The coating has socked over with the socked over portion measuring 6.2cm to 16.9cm from the distal end. No portion of the coating appears to be missing. No evidence of a scoring defect was observed. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned devices confirmed the report. Device #1: the coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator was completed to address this occurrence. Device #2: the coating damage was not related to a scoring defect. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to investigate device failure related to coating damage cause by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The investigation remains on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used two (2) cook acrobat¿ calibrated tip wire guides. It was reported that the physician advanced the device through endoscope working channel to duodenal papilla, and the wire guide was advanced through sphincterotome to bile duct. The physician detected that the coating of the wire guide had peeled off during wire guide selective cannulation, then changed to another of the same device to continue the procedure but the coating of the wire guide peeled again. The physician changed to a different manufacturer's wire guide to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.